Manufacturer narrative:
The customer's initial complaint was about an e11 error code that he received when testing. The qa lab found the returned reagent to read an average of 45 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.

Event description:
The customer called in for help with his contour meter. His initial complaint did not meet the criteria for reporting, but his test strips were returned and evaluated by the qa lab. Replacement test strips were sent to the customer.